Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she was having issues with high blood glucose level. Customer's blood glucose was 362 mg/dl but most recent was 296 mg/dl. Troubleshooting was performed and customer mentioned she noted the reservoir had air bubbles. It had a large bubble and approximately ten or so small bubbles. The reservoir was not rewound in place. Customer was assisted in purging air bubbles out of the reservoir. Customer mentioned the transfer guard was damage and didn't fit back in the vial. Customer didn't want to use change the reservoir so she was advised to use a new transfer guard. Customer was advised to call back if issues persisted. Customer is not returning the device for further analysis.